Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified elevated blood glucose (bg) level due to the pump date being incorrect. Customer administered a correction injection to address the elevated bg level. Reportedly, the customer corrected the date and resumed insulin therapy.